Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure was performed due to tibial loosening after a fall.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure was performed due to tibial loosening after a fall.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf twin-peg cmntd fem md PMA, catalog #: 161469 lot #: 631330; concomitant medical products: oxf anat brg lt md size 3 PMA, catalog #: 159547, lot #:466820. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00781, 3002806535-2019-00782. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to known reason was performed.